Event description:
The consumer alleges he stood up and turned the chair on and sat back on the bed. The chair allegedly came towards him and cut him under his kneecap. This allegedly resulted in a cut requiring 30 stitches.